Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of chest pain, peritonitis, fatal myocardial infarction, fatal cardiac failure, and fatal chronic respiratory failure in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing until the time of death. On an unreported date, the patient experienced peritonitis. Treatment and outcome were not reported. On unreported dates, after the peritonitis, the patient experienced cardiac failure, a myocardial infarction, and chronic respiratory failure. On (B)(6) 2012, the patient died as a result. Treatment was not reported. The cause of death was cardiac failure, myocardial infarction, and chronic respiratory failure. On an unreported date during hospitalization, dianeal therapy was withdrawn and the patient was switched to hemodialysis. On (B)(6) 2012, the patient experienced chest pain and was hospitalized on the same day. Follow up information (B)(6) 2012: on (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. She reported that the cause of death is unknown. She stated that it was not related to peritoneal dialysis therapy or the homechoice machine. The patient had been in the hospital for two months prior to his death and was on hemodialysis. No further information was given at this time.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.